Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model.

Event description:
It was reported that the device interrogation measured battery voltage below the elective replacement indicator (eri) value but the device did not trigger eri. The device remains in use. No patient complications have been reported as a result of this event.